Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed.

Event description:
It was reported that during active operation, the autopulse battery failed and manual CPR was initiated. The patient was pronounced dead the next morning from cardiac arrest. Additional information provided by the customer on (B)(6) 2013: customer could not provide any additional information regarding the event but confirmed that the autopulse was in use at the time when the patient was having a cardiac arrest. The device failed and they had to revert to manual CPR. Customer had no further information regarding the patient's previous condition, time and date of death.